Manufacturer narrative:
Product ID: mc1vr01-delsys. Product event summary: the delivery catheter was returned and analyzed and no anomalies were found. The mechanical operation of the catheter shaft was slightly bent. The analyst noted that the slight kink did not effect articulation or deployment. Damaged during use.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) system implant procedure the patient experienced pericardial effusion, and tamponade from perforation. Pigtail catheter implanted and effusion was drained. The leadless ipg system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that during leadless ipg implant attempt, tines were not deployed during attempt. Contrast dye was used during and before the deployment of the leadless ipg with three deployments in total.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.